Event description:
It was reported that the patient underwent inflatable penile prosthesis (ipp) replacement surgery due to fluid leak as there was a crack on the tubing coming out of pump. The ipp was replaced, and no patient complications were reported.